Manufacturer narrative:
Age at time of event 18 years or older. (B)(4).

Event description:
Same case as MDR ID 2134265-2015-05751. It was reported during a percutaneous coronary intervention procedure, the device shaft broke. The 90% stenosed target lesion was located in the left anterior descending artery. A 2.0x28mm promus premier stent advanced through the guidezilla extension catheter and the collar of the guidezilla detached, subsequently the promus premier stent dislodged from the balloon. A 2.0mm balloon catheter was then inflated in the guidezilla, and the promus premier stent was removed from the patient. No parts of the devices remained in the patient. The procedure was completed successfully with a different device. No is patient complications were reported and the patient's status good.

Manufacturer narrative:
Updated: device evaluated by MFR., eval summary attached, method codes, results codes, conclusion codes. Device evaluated by manufacturer: returned product consisted of a guidezilla guide extension catheter in two (2) pieces, with surgical tape wrapped around the fractured ends. Microscopic examination of the distal shaft revealed numerous kinks. The inner diameter (ID) of the guidezilla was measured at the distal tip using a calibrated pin gauge set. The ID met specifications. A tooling mandrel was inserted through the tip with no resistance. Microscopic examination of the collar/proximal shaft bond/weld revealed a complete separation at the collar/proximal shaft bond. The ptfe was pulled out of the collar and was attached to the distal shaft. Functional testing was performed. The interventional device used in the procedure was not returned with the complaint device. A promus element plus unit was inserted in the collar of the device with success; however, due to the separation of the shaft, complete functional testing could not be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
The size of the promus premier was 3.0x28mm, not 2.0x28mm as previously reported.

Manufacturer narrative:
(B)(4).

Event description:
The size of the promus premier was 3.0x28mm, not 2.0x28mm as previously reported.